Event description:
It was reported that after opening the foil packaging on (B)(6) 2012, it was discovered that the foil packaging had holes in it. This was identified before use and it was not used on a patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). An actual package was returned for evaluation. It was open and in very poor condition. A dye penetration test was performed in the areas circled on the opened package. No dye came through to the blotting paper below. These stress fractures were created in the foil layer, but did not penetrate through the other layers and therefore did not affect sterility. The package was returned in very poor condition and it could not be determined how or when this damage occurred however, it most likely occurred outside the manufacturer's control. One representative package was returned for evaluation. It was partially opened and in very poor condition. The pouch had been bent to the point that the breakaway portion of the device was snapped off. This caused severe dimpling of the foil. The paper folder was also dimpled outward and ripped at the point of the device breakage. A dye penetration test was performed in the areas circled on the opened package. No dye came through to the blotting paper below. These stress fractures were created in the foil layer, but did not penetrate through the other layers and therefore did not affect sterility. The package was returned in very poor condition and it could not be determined how or when this damage occurred however, it most likely occurred outside the manufacturer's control. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.